Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/18/2014 with the following findings: during testing, the battery compartment was observed to be cracked. The battery cap was found to be damaged. Unrelated to the initial complaint, the display screen was dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter alleged that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.